Event description:
It was reported that the patient presented to the hospital feeling "bad". The lead exhibited intermittent capture and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.